Manufacturer narrative:
(B)(4). Product has not been returned to zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that surgeon noticed a cracking noise while using the instrument with mating device during trial range of motion. Later, it was discovered that the instrument was fractured.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following have been updated: reported event was unable to be confirmed due to limited information received from the customer. One photo was provided showing one half of the superior side of the tibial provisional. There is residual blood partially covering the surface shown and a crack can be seen on the anterior side of the device which proceeds out of frame.device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.